Event description:
Information was received that reported a patient was hospitalized in 2008, due to an incident of hyperglycemia. The patient reports that on the evening of that day, she was very ill with complaint of severe nausea and xerostomia. She tested her blood glucose and it was in excess of 600 mg/dl. She went to the ER and was admitted and treated with IV fluids and insulin. The insulin pump will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Evaluation summary: the suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The pump history was downloaded and analyzed, no anomalies were found. No operational or functional failure was detected and the product was within specification.